Event description:
It was reported the bd unknown product had foreign matter the following information was provided by the initial reporter; "during normal use, the department nurse found that there was foreign matter inside the needle of the intravenous indwelling needle after opening the package, so she stopped using it, sealed it, and replaced it with a new indwelling needle."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis review could not be performed as no material, batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.